Event description:
It was reported that two fibers broke in the middle of the benign prostatic hyperplasia treatment procedure. A third fiber was opened to continue with the procedure, but the fiber card was missing. Therefore, a fourth fiber was utilized to complete the procedure. The patient was reported in stable condition. This is 1 of 2 reports.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2021-07727. Investigation summary: with all the available information, boston scientific concludes that the reported fiber break was unable to be confirmed through analysis. Analysis did not identify any signs of damage and operated as intended with no malfunctions. Technical analysis: the fiber was returned for analysis to our post market quality assurance laboratory. Visual examination found no visible signs of damage on the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that the aiming beam was present at fiber output window, as intended. In addition the hene did not identify breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber, as intended. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2021-07727.

Event description:
It was reported that two fibers broke in the middle of the benign prostatic hyperplasia treatment procedure. A third fiber was opened to continue with the procedure, but the fiber card was missing. Therefore, a fourth fiber was utilized to complete the procedure. The patient was reported in stable condition. This is 1 of 2 reports.